Manufacturer narrative:
This report is filed february 23, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, february 23, 2016.

Manufacturer narrative:
This report is filed on july 15, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016. It is unknown whether the patient was reimplanted with a new device as of the date of this report, may 19, 2016.